Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio/beep anomaly. It was stated that there is an absence of beeps even though the settings were inputted correctly. The self-test was conducted and there were beeps. There were no significant events prior to the anomaly. The customer was advised to revert to their back-up plan. The customer was advised to return the insulin pump for analysis.